Manufacturer narrative:
The insulin pump had corroded keypad traces. There were no unresponsive buttons and all buttons functioned properly. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the display window corners, cracked lcd window and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the device started to malfunction. Customer's blood glucose reading was 563 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the device seeming to be fogging up since the air conditioning was down at work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.